Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals to be broken. The device was observed to have a cracked bottom, top case, and plunger case. Additionally, the device had a damaged keypad support lens and keypad indicator lights are not functioning properly. The device?s event history log was unable to be reviewed due to the blank screen. To conduct functional testing the device was powered up. Upon power up, the reported problem was duplicated. An incomplete update process by the customer was the cause of the issue. To address the issue, uploaded software from base to head and uploaded the latest software 1.6.5 to pump. The device then passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is alarming constantly. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.